Event description:
Boston scientific crm received information that this right ventricular (rv) lead had dislodged 3 months post implant. It was reported that the lead had migrated to the outflow track, loss of capture and high out of range impedance measurements were observed. The lead was explanted and a new lead was successfully implanted. No adverse patient effects were observed.